Event description:
Meter would not power on. The patient was unable to test on meter because of the power issue. During the time that the patient was unable to test, patient was on a diet (careful about what they ate) and were taking their medications twice daily. Patient visited their physician and blood work was done. The patient was feeling dizzy at the time of testing. No treatment was provided. The reporter stated that no tests were taken on any other devices.the patient was using the correct test strips, the battery was correctly installed, and the battery contacts were in good condition. The power issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the patient.